Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during followup with the patient, the rv lead threshold was high and sensing low. The x-ray showed the lead was in a different position. On (B)(6) 2018, the lead was repositioned, and all values were good and in range. There were no consequences to the patient.